Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and identified a crack in the minicap. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was verified. The cause was determined to be a manufacturing issue by the cap supplier. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap was found cracked. This was found before use. There was no patient injury or medical intervention associated with this event. No additional information is available.